Event description:
The surgeon reported that during the surgery, there were bubbles in the tubing and the pt's eye throughout the case. No pt harm was reported. Additional info is expected.

Manufacturer narrative:
The sample has een received and the evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).